Manufacturer narrative:
Claim# 733813.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -4.5 into the patient's left eye (os) on 16-dec-2023. Within the initial surgery the lens was removed and replaced with a longer length lens due to low vault. This resolved the problem. The reporter did not give a cause for this event.